Event description:
A customer contacted physio control to report that their device had experienced an unexpected loss of power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control verified the reported issue through the downloaded electronic patient records. It was found that the batteries used during the event were manufactured in 2013 and 2008. The lifepak 15 monitor/defibrillator operating instructions recommend that device batteries be replaced approximately every two years. . Based on the available information, the root cause of the reported issue is likely the use of batteries past their recommended life. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Physio control evaluated the customer device and was not able to duplicate the reported issue. (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device had experienced an unexpected loss of power. There was no patient use associated with the reported event.